Manufacturer narrative:
Previous supplemental MDR #1 inadvertently did not include information received by a company representative who stated that the battery cover was received with the hand held programming computer from the physician, but was not sent in for analysis, and the battery was backwards upon receipt from the physician.

Event description:
Per a livanova representative, the hand held computer was received with the battery cover from the physician, but the representative did not send the cover in for analysis. The battery on the hand held device was inserted backwards upon receipt from the physician by the livanova representative. It is believed that the battery being inserted backwards is likely the reason the hand held computer would not power on.

Event description:
The physician gave a livanova therapeutic consultant a hand held programming device (hhd) stating that it was not working. The therapeutic consultant was not able to get the hhd to turn on, even after charging it over night. The hhd was received on 11/17/2016. Analysis is underway, but hasn't been completed to date. No additional relevant information has been received to date.

Event description:
It was discovered that a company therapeutic consultant returned the handheld programming computer without a battery cover. An analysis was performed on the returned handheld programming computer. During the analysis it was identified that the handheld was returned without a battery cover. As a result, the handheld would not power on. Also, during the analysis it was identified that the main battery was installed backwards. As a result, the handheld was unable to charge and receive power from the battery. Once the battery was removed and installed correctly, no further anomalies were identified during the analysis. Analysis was performed on the flashcard software. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. No additional relevant information has been received to date.